Manufacturer narrative:
(B)(6), unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a proximal femoral nailing anti-rotation (pfna) nail broke at the distal locking screw level. The device had been implanted on (B)(6) 2018. A revision procedure was performed on (B)(6) 2018 to replace the device with a long pfna nail. Concomitant devices reported: pfna blade (part (B)(4), lot l819736, quantity 1); locking screw (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 472.265s, lot 9685504: manufacturing site: (B)(4). Release to warehouse date: october 22, 2015. Expiry date: october 01, 2025. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: a broken pfna nail was returned for investigation. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, the dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The review of the device history record revealed that this pfna nail was manufactured in october 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The applicable risk management document was reviewed and found to adequately address this complaint condition. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.